Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (cds) referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade 4. During the procedure, when removing the introducer and the guide wire from the steerable guide catheter (sgc), the hemostatic valve got filled with air. The sgc tip was in the middle of the left atrium with no contact to the valve. Therefore, the sgc was placed below patient level and air was aspirated with a 60-cc syringe. When the sgc was placed back on the stabilizer, the back chamber of the sgc filled up with air again. The sgc was removed and replaced with a new sgc. During the procedure, the xtr clip delivery system (cds) was advanced to the mitral valve and was placed with good mr reduction and was to be deployed but failed establishing final arm angle two times; therefore, was removed. Two clips were implanted reducing mr to 1. There was no damage noted to the valve. The patient was stable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated and the cause for the reported leak in this incident could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.